Manufacturer narrative:
(B)(4).

Event description:
It was further reported that vascular access was obtained via the radial artery. The lesion was a 90% stenosed, 20x3.0mm, concentric lesion containing a lesion bend of between >45 and <90 degrees and was mildly tortuous and mildly calcified. A 2.20mmx20mm balloon was used to post-dilate the promus element¿ drug-eluting stent.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that in-stent thrombosis occurred. After a 2.75mmx20mm promus element ¿ drug-eluting stent was implanted at the distal left anterior descending (lad) artery, it was noted that acute stent thrombosis occurred. Revascularization was performed using a different device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
If follow-up, what type, device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: promus element, mr, ous 2.75 x 20 mm stent delivery system (sds) was returned for analysis. The stent was not returned for analysis as it was deployed during the procedure. The balloon folds were opened and were subjected to positive pressure. There was solidified medium evident inside the balloon body. A visual and tactile examination of the hypotube profile found several slight hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion profile found a severe midshaft and corewire kink at the port exit area, there was also a midshaft kink 10mm distal from the hypotube and midshaft bond. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that vascular access was obtained via the radial artery. The lesion was a 90% stenosed, 20 x 3.0 mm, concentric lesion containing a lesion bend of between >45 and <90 degrees and was mildly tortuous and mildly calcified. A 2.20 mm x 20 mm balloon was used to post-dilate the promus element " drug-eluting stent.